Manufacturer narrative:
Block g3: e7158 exalt dscope 01b clinical study. Block h6 (patient codes): patient code 1888 captures the reportable event of gastrointestinal bleed. Patient code 1932 captures the reportable event of pancreatitis. Patient code 2104 captures the reportable event of mallory-weiss tear. Patient code 3191 captures the reportable event of hospitalization. Block h10: the exalt model d single-use duodenoscope was returned for evaluation. The returned device was visually inspected. No evidence of any damage or defect was observed on the shaft or tip of the device. Tip articulation was functionally tested by engaging the articulation control knobs on the handle. The device articulated in each direction and combinations of directions as expected. No difficulty was experienced articulating the device during analysis and it had expected range of motion. The elevator was functionally tested by engaging the elevator control knob on the handle. The elevator completed the full range of motion in each direction with no problems noted. Analysis of the returned device did not identify any device problem that could have contributed to the reported event. Therefore, the reported event was not confirmed. Based on all gathered information, the complaint investigation conclusion code selected is no problem detected, which indicates that the reported event could not be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed. The instructions for use list the adverse events as potential harms. From the information available, this device was used per the directions for use (dfu) / product label. This investigation has not identified a potential process or design related problem for the batch number identified. Block h11: block d1 was corrected from "exalt model d single use duodenoscope - clinical" to "exalt model d single use duodenoscope."

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used with a jagwire during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2020 as part of the exalt d scope 01b clinical study. There were no reported malfunctions associated with the exalt scope or jagwire. The patient had a history of an abnormal imaging finding showing a grossly dilated pancreaticobiliary tree on computerized tomography (CT)/magnetic resonance (mr). The patient also had a history of 1 previous ercp, prior biliary sphincterotomy (major papilla), cholecystectomy, previous endoscopic sphincterotomy in 2017, gastroesophageal reflux disease (gerd) with history of barret's, chronic abdominal pain (status post fundoplication x2 for refractory gerd), nausea/vomiting status post extensive outpatient workup, chronic constipation, seizure disorder, migraines, depression, and bipolar disorder. This complaint is being reported based on the event of gastrointestinal (gi) bleeding from nausea/vomiting -mallory weiss tear, and pancreatitis requiring hospitalization. According to the complainant, the mallory weiss tear with gi bleed is not related to the jagwire. According to the complainant, the ercp on (B)(6) 2020 was performed due to abdominal pain related to suspected biliary or pancreatic origin, epigastric abdominal pain, abdominal pain in left and right upper quadrants, biliary dilation on CT scan, and abnormal magnetic resonance cholangiopancreatography (mrcp). During the ercp, normal esophagus and a 360 degree nissen fundoplication was observed. The upper third of main bile duct and middle third of main bile duct were moderately dilated. There was also mild dilation of the ventral pancreatic duct in the head of the pancreas. The biliary tree was swept and sludge was found. One temporary stent was placed into the ventral pancreatic duct. Following the ercp, the patient was reexamined on (B)(6) 2020. The abdomen and pelvis were viewed under CT with intravenous (IV) contrast and showed the following: likely diffuse pancreatitis with peripancreatic fluid extending around right kidney and along right colic gutter all the way to pelvis, interval development of right sided hydronephrosis without definite obstructing lesion, persistent biliary and pancreatic ductal dilation, stable 5 mm cyst in the tail of pancreas, edema of the 2nd portion of the duodenum, likely secondary to pancreatitis, and disc protrusion of likely focal extrusion lateral recess l4-l5 on the left. The patient experienced a drop in baseline hemoglobin and hematocrit to 7.1/22 respectively from baseline 10s/32-33. No obvious source of bleeding was found. No reported gi bleeding, but mentioned to other physician that stool was dark. The patient was hospitalized on (B)(6) 2020. The patient had pain primarily in right lower abdomen and flank, was nauseated and itchy, and was dry heaving in bed. The patient was examined and found to have diminutive non-bleeding mallory-weiss tear with no stigmata of recent bleeding, hematin (altered blood/coffee-ground like material in the gastric fundus), normal examined duodenum. No pancreatic duct stent was found. The treatment plan for the patient was to administer proton pump inhibitors orally, twice a day, for 30 days. The patient was administered hydromorphone to treat pain, and was also given anti-nauseants during her stay. On (B)(6) 2020, the patient's hemoglobin levels were 6.9. The patient was given a transfusion with 1 unit of packed red blood cells (prbc). The bleed was reported to be resolved. Renal ultrasound showed hydronephrosis and some debris, with no ureteral tear or forniceal rupture. Hydronephrosis, retroperitoneal inflammation was determined to be from post ercp pancreatitis. On (B)(6) 2020, a right ureteral stent was placed. On (B)(6) 2020, the patient was reevaluated. Nausea was controlled, and abdominal pain improved. The patient continued to experience flank pain, and was managed well with current treatment plan. On (B)(6) 2020, the patient was reevaluated. The abdomen/pelvis were viewed under CT and showed a large rim-enhancing fluid collection in the retroperitoneum on the right extends from the kidney down into the pelvis. According to the physician, these findings could be related to pancreatitis, trauma, or nonspecific abscess. On (B)(6) 2020, the patient's pain was reported to be worse. On (B)(6) 2020, the patient had a percutaneous drain placed for complex right perinephric abscess. The patient was discharged on (B)(6) 2020. The patient's condition was noted to be improved at the time of discharge.

Manufacturer narrative:
Block g3: e7158 exalt dscope 01b clinical study. Block h6 (patient codes): patient code e0506 captures the reportable event of gastrointestinal bleed requiring hospitalization. Patient code e1021 captures the reportable event of pancreatitis requiring hospitalization. Patient code e2015 captures the reportable event of mallory-weiss tear requiring hospitalization. Block h10: the exalt model d single-use duodenoscope was returned for evaluation. The returned device was visually inspected. No evidence of any damage or defect was observed on the shaft or tip of the device. Tip articulation was functionally tested by engaging the articulation control knobs on the handle. The device articulated in each direction and combinations of directions as expected. No difficulty was experienced articulating the device during analysis and it had expected range of motion. The elevator was functionally tested by engaging the elevator control knob on the handle. The elevator completed the full range of motion in each direction with no problems noted. Analysis of the returned device did not identify any device problem that could have contributed to the reported event. Per boston scientific's medical safety team review of the event, the patient's adverse events were unlikely related to the exalt device. However, the adverse patient events are accounted for in the risk documentation and labelling. Based on all gathered information, the complaint investigation conclusion code selected is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed. The instructions for use list the adverse events as potential harms. From the information available, this device was used per the directions for use (dfu) / product label. This investigation has not identified a potential process or design related problem for the batch number identified. Block h11: block h6 (evaluation conclusion codes) was corrected to known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used with a jagwire during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2020 as part of the exalt d scope 01b clinical study. There were no reported malfunctions associated with the exalt scope or jagwire. The patient had a history of an abnormal imaging finding showing a grossly dilated pancreaticobiliary tree on computerized tomography (CT)/magnetic resonance (mr). The patient also had a history of 1 previous ercp, prior biliary sphincterotomy (major papilla), cholecystectomy, previous endoscopic sphincterotomy in 2017, gastroesophageal reflux disease (gerd) with history of barret's, chronic abdominal pain (status post fundoplication x2 for refractory gerd), nausea/vomiting status post extensive outpatient workup, chronic constipation, seizure disorder, migraines, depression, and bipolar disorder. This complaint is being reported based on the event of gastrointestinal (gi) bleeding from nausea/vomiting -mallory weiss tear, and pancreatitis requiring hospitalization. According to the complainant, the mallory weiss tear with gi bleed is not related to the jagwire. According to the complainant, the ercp on (B)(6) 2020 was performed due to abdominal pain related to suspected biliary or pancreatic origin, epigastric abdominal pain, abdominal pain in left and right upper quadrants, biliary dilation on CT scan, and abnormal magnetic resonance cholangiopancreatography (mrcp). During the ercp, normal esophagus and a 360 degree nissen fundoplication was observed. The upper third of main bile duct and middle third of main bile duct were moderately dilated. There was also mild dilation of the ventral pancreatic duct in the head of the pancreas. The biliary tree was swept and sludge was found. One temporary stent was placed into the ventral pancreatic duct. Following the ercp, the patient was reexamined on (B)(6) 2020. The abdomen and pelvis were viewed under CT with intravenous (IV) contrast and showed the following: likely diffuse pancreatitis with peripancreatic fluid extending around right kidney and along right colic gutter all the way to pelvis, interval development of right sided hydronephrosis without definite obstructing lesion, persistent biliary and pancreatic ductal dilation, stable 5 mm cyst in the tail of pancreas, edema of the 2nd portion of the duodenum, likely secondary to pancreatitis, and disc protrusion of likely focal extrusion lateral recess l4-l5 on the left. The patient experienced a drop in baseline hemoglobin and hematocrit to 7.1/22 respectively from baseline 10s/32-33. No obvious source of bleeding was found. No reported gi bleeding, but mentioned to other physician that stool was dark. The patient was hospitalized on (B)(6) 2020. The patient had pain primarily in right lower abdomen and flank, was nauseated and itchy, and was dry heaving in bed. The patient was examined and found to have diminutive non-bleeding mallory-weiss tear with no stigmata of recent bleeding, hematin (altered blood/coffee-ground like material in the gastric fundus), normal examined duodenum. No pancreatic duct stent was found. The treatment plan for the patient was to administer proton pump inhibitors orally, twice a day, for 30 days. The patient was administered hydromorphone to treat pain, and was also given anti-nauseants during her stay. On (B)(6) 2020, the patient's hemoglobin levels were 6.9. The patient was given a transfusion with 1 unit of packed red blood cells (prbc). The bleed was reported to be resolved. Renal ultrasound showed hydronephrosis and some debris, with no ureteral tear or forniceal rupture. Hydronephrosis, retroperitoneal inflammation was determined to be from post ercp pancreatitis. On (B)(6) 2020, a right ureteral stent was placed. On (B)(6) 2020, the patient was reevaluated. Nausea was controlled, and abdominal pain improved. The patient continued to experience flank pain, and was managed well with current treatment plan. On (B)(6) 2020, the patient was reevaluated. The abdomen/pelvis were viewed under CT and showed a large rim-enhancing fluid collection in the retroperitoneum on the right extends from the kidney down into the pelvis. According to the physician, these findings could be related to pancreatitis, trauma, or nonspecific abscess. On (B)(6) 2020, the patient's pain was reported to be worse. On (B)(6) 2020, the patient had a percutaneous drain placed for complex right perinephric abscess. The patient was discharged on (B)(6) 2020. The patient's condition was noted to be improved at the time of discharge.

Manufacturer narrative:
Report source: (B)(6) clinical study. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used with a jagwire during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2020 as part of the (B)(6) clinical study. There were no reported malfunctions associated with the exalt scope or jagwire. The patient had a history of an abnormal imaging finding showing a grossly dilated pancreaticobiliary tree on computerized tomography (CT)/magnetic resonance (mr). The patient also had a history of 1 previous ercp, prior biliary sphincterotomy (major papilla), cholecystectomy, previous endoscopic sphincterotomy in 2017, gastroesophageal reflux disease (gerd) with history of barret's, chronic abdominal pain (status post fundoplication x2 for refractory gerd), nausea/vomiting status post extensive outpatient workup, chronic constipation, seizure disorder, migraines, depression, and bipolar disorder. This complaint is being reported based on the event of gastrointestinal (gi) bleeding from nausea/vomiting -mallory weiss tear, and pancreatitis requiring hospitalization. According to the complainant, the mallory weiss tear with gi bleed is not related to the jagwire. According to the complainant, the ercp on (B)(6) 2020 was performed due to abdominal pain related to suspected biliary or pancreatic origin, epigastric abdominal pain, abdominal pain in left and right upper quadrants, biliary dilation on CT scan, and abnormal magnetic resonance cholangiopancreatography (mrcp). During the ercp, normal esophagus and a 360 degree nissen fundoplication was observed. The upper third of main bile duct and middle third of main bile duct were moderately dilated. There was also mild dilation of the ventral pancreatic duct in the head of the pancreas. The biliary tree was swept and sludge was found. One temporary stent was placed into the ventral pancreatic duct. Following the ercp, the patient was reexamined on (B)(6) 2020. The abdomen and pelvis were viewed under CT with intravenous (IV) contrast and showed the following: likely diffuse pancreatitis with peripancreatic fluid extending around right kidney and along right colic gutter all the way to pelvis, interval development of right sided hydronephrosis without definite obstructing lesion, persistent biliary and pancreatic ductal dilation, stable 5 mm cyst in the tail of pancreas, edema of the 2nd portion of the duodenum, likely secondary to pancreatitis, and disc protrusion of likely focal extrusion lateral recess l4-l5 on the left. The patient experienced a drop in baseline hemoglobin and hematocrit to 7.1/22 respectively from baseline 10s/32-33. No obvious source of bleeding was found. No reported gi bleeding, but mentioned to other physician that stool was dark. The patient was hospitalized on (B)(6) 2020. The patient had pain primarily in right lower abdomen and flank, was nauseated and itchy, and was dry heaving in bed. The patient was examined and found to have diminutive non-bleeding mallory-weiss tear with no stigmata of recent bleeding, hematin (altered blood/coffee-ground like material in the gastric fundus), normal examined duodenum. No pancreatic duct stent was found. The treatment plan for the patient was to administer proton pump inhibitors orally, twice a day, for 30 days. The patient was administered hydromorphone to treat pain, and was also given anti-nauseants during her stay. On (B)(6) 2020, the patient's hemoglobin levels were 6.9. The patient was given a transfusion with 1 unit of packed red blood cells (prbc). The bleed was reported to be resolved. Renal ultrasound showed hydronephrosis and some debris, with no ureteral tear or forniceal rupture. Hydronephrosis, retroperitoneal inflammation was determined to be from post ercp pancreatitis. On (B)(6) 2020, a right ureteral stent was placed. On (B)(6) 2020, the patient was reevaluated. Nausea was controlled, and abdominal pain improved. The patient continued to experience flank pain, and was managed well with current treatment plan. On (B)(6) 2020, the patient was reevaluated. The abdomen/pelvis were viewed under CT and showed a large rim-enhancing fluid collection in the retroperitoneum on the right extends from the kidney down into the pelvis. According to the physician, these findings could be related to pancreatitis, trauma, or nonspecific abscess. On (B)(6) 2020, the patient's pain was reported to be worse. On (B)(6) 2020, the patient had a percutaneous drain placed for complex right perinephric abscess. The patient was discharged on (B)(6) 2020. The patient's condition was noted to be improved at the time of discharge.